Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2018. It was reported that the patient is scheduled for exploratory surgery of pump and catheter on (B)(6) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [2000 mcg/ml] at 600 mcg/day, indicated for intractable spasticity and cerebral palsy. On (B)(6) 2018, it was reported that the patient has not gotten the expected relief of spasticity in his legs since (B)(6) 2018 (date of implant.) Environmental/external/patient factors that may have led or contributed to the issue included the catheter tip is in the cervical spine. Diagnostics/troubleshooting included a catheter dye study performed on (B)(6) 2018. It was reported that the physician was unable to aspirate the catheter. It was indicated that no actions/interventions had been taken at the time of the report, and that the issue was not resolved. It was unknown if surgical intervention was planned. The patient¿s status was indicated as ¿alive ¿ no injury.¿ no further complications were reported. The patient¿s medical history included spasticity. The patient¿s weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jun-08. It was stated that it could not be confirmed whether the catheter was implanted at a suboptimal site or whether it migrated, due to lack of access to the patient's medical record where consult notes and medical history are kept. It could only be confirmed that the complaint was about the patient¿s leg symptoms and that the catheter is implanted with the tip in the cervical spine. It was reported that no actions have been taken to resolve the issue, and the issue is ongoing at this time. The cause of the of the inability to aspirate the catheter is unknown. There was no further information on the status of the patient's symptoms. It was stated that the device remains implanted and if it is surgically explanted, it would be returned if the hospital policy allowed it. The provided information was confirmed with the account on the date of the report. No further complications were reported or anticipated.